Manufacturer narrative:
(B)(4) date sent: 10/5/2021

Manufacturer narrative:
(B)(4). Batch #: v94e0u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. One harhd36 was returned. One package material was returned. The blade tip broken off was found in the returned condition. And the broken piece of the blade was returned. The tissue pad was found to be worn due to normal usage. No additional anomalies were found in appearance. The open and close of the jaw was worked as intended. The blade tip broken off and scratched mark were observed on the blade tip. No scratches were found on the surface of the blade that contact with the tissue pad. The scratched marks were found near the blade tip broken off. Also, the returned broken piece of the blade had scratched mark. There was not lack of the blade tip. The actual device was connected and tested on a gen11, an alert screen ¿replace instrument¿ was displayed. The handle and buttons of the actual device were worked as intended. The eeprom data in the actual device was read out by eeprom reader. Any special findings were not found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic distal pancreatectomy the device¿s blade broke. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.